Event description:
It was reported that the patient had been experiencing elevated blood glucose levels, which they attributed to stress and a recent surgery. The patient explained that they had been disconnected from their device during the procedure and experienced high readings during and after the surgery. They also noted a tendency for their glucose levels to rise after meals. The agent advised announcing meals earlier to help reduce post-meal spikes, and the patient expressed understanding. The patient had been announcing meals in an attempt to correct high glucose levels, and the agent explained why this should not be done and how it could negatively affect system performance. The patient stated they were unaware of this guidance and requested additional training. The agent began arranging training for the patient. In the blood glucose questionnaire, the patient reported that their glucose levels were affected, with a highest reading of 330 mg/dl. The elevated levels lasted approximately three hours. They did not use back-up therapy, did not perform ketone testing, and did not receive medical intervention or other assistance. The patient noted that they had received a steroid on the day of surgery, which could have contributed to elevated glucose levels. No acute health effects were reported aside from being ¿out of it¿ due to anesthesia. The patient later confirmed that they still wished to receive additional training, and a training request was submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.